Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt lightheaded and lost consciousness after receiving some tragic news. The patient received a shock that initiated ventricular fibrillation (vf). Device interrogation noted that the patient had received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. The patient was given medication, qt intervals were monitored and the patient underwent defibrillation testing. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.